Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: cib, tayron, biomed, device made sound started smoking and then wouldn't turn on, po#, wcb. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is blown fuses. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.